Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a loose drive support disk.

Event description:
It was reported a physical damage on the insulin pump. It was stated that the back part of the piston came out of the housing. No further info was provided.